Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer found dirt in the vacuum nozzle. He cleaned the vacuum chambers, nozzles, and bowls and removed some debris and fibers. He checked all electrodes and connections, primed the reagents, and checked the syringes. He ran ise checks that were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas ise module (double). Data for 730 questionable sodium or potassium results was provided. Representative examples include: sample 1 initial sodium result was 130 mmol/l and the repeat result was 140 mmol/l. Sample 2 initial potassium result was 4.7 mmol/l and the repeat result was 5.2 mmol/l.

Manufacturer narrative:
Based on the provided calibration data, the investigation determined the event was due to the customer using calibration standards which had been opened too long of a time and were evaporated. Per product labeling for calibration standards: opened ampules should be used immediately. Remaining content must not be stored to avoid inaccurate calibrations.